Event description:
It was reported that a user experienced intermittent bluetooth communication between a dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in signal loss until the sensor was reconnected; troubleshooting included toggling settings and restarting the ilet, after which glucose values resumed displaying. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the antenna and electrical/magnetic components implicated in the communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.